Event description:
The physician noticed the sliding collar came apart. The device would not work properly so it was removed. Plastic part on the novasure device came apart so the staff opened another package from the same type. It was sent back to the manufacturer for credit.====================== health professional's impression======================poor materials